Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset pump no longer displayed continuous glucose monitor error.